Event description:
It is reported that the pt's sensor insulin pump displayed a motor error. The pt's blood glucose level was unk. Troubleshooting was conducted and we explained the possible cause for the alarm. Device is being returned. No further info available.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.